Event description:
The device base and meter shorted causing melted plastic and some charring. He also said some of the contacts are gone. The device was replaced and requested to be returned for evaluation.